Manufacturer narrative:
The returned device was evaluated and the device was returned with the needle mechanism not deployed. The downloaded data generated timeouts and a drive stall. The pod was reset and connected with the master pdm, however, it alarmed during priming and a 5-unit bolus was unable to be delivered. The rerun data also generated timeouts and a drive stall. Inspection of the device found the top battery and battery clip were corroded which caused intermittent electrical issues. The corroded battery was found to be the cause of the timeouts and drive stall which caused the needle and soft cannula to not deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod for less than an hour, upon activation both the needle and the cannula had not deployed.